Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00952. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. As a result, the system may be explanted.